Event description:
It was reported the patient's lead had migrated. As such, the system was explanted. The investigation did not determine which lead had migrated.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-09a, UDI: (B)(4), serial: na, batch: ab2156. Common device name: drg lead, model: mn10450-09a, UDI: (B)(4), serial: na, batch: ab2167. Common device name: drg lead, model: mn10450-09a, UDI: (B)(4), serial: na, batch: ab2156.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.